Event description:
It is alleged the end user was playing with friends, driving fast around on flat asphalt and while making a turn, the chair tipped sideways. The end user sustained a fractured skull and epidural bleeding requiring surgery. He was hospitalized for four days.

Manufacturer narrative:
Pride is investigation whether operational settings may have played a role in the event. The product exceeds ansi resna standards for stability.